Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and the pump was not turning on the customer reported no adverse event. The event involved product(s) mmt-1782k. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1782k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump failed to boot up properly, once installing aa battery. Pump continues to loop back to medtronic logo, during boot up. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test, due to flashing medtronic logo. Test p-cap locked properly into the reservoir compartment. Successfully was able to download pump history files and traces using thump software before pump gives a reoccurring medtronic logo. The power management graph confirmed, abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No relevant battery alerts, alarms or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection. And found an internal battery connector incompletely plugged in. The following were also noted, during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage and detached end cap. Reoccurring flashing medtronic logo was confirmed, during testing, due to an internal battery connector incompletely plugged in. Cosmetic damage was confirmed, at the back of the pump. Unexpected battery power loss was confirmed, in the pump history files and traces, due to an internal battery connector incompletely plugged in. Moisture damage was confirmed, found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.